Event description:
It was reported that the catheter hub leaked blood after the needle guard was removed. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that complaint of leakage could not be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.